Manufacturer narrative:
A graphic user interface (gui) assembly was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found minor scratches on the top of the rear bezel and alarm lens. The returned component was installed into a test ventilator for analysis and functionality testing was performed, no errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the display on a 980 ventilator was blank and the ventilator generated a background fault. Reportedly, the ventilator continued to ventilate the patient. No patient injury was reported. A service engineer inspected the device and was unable to duplicate the reported condition. Per customer request, the ventilator was to be replaced.